Manufacturer narrative:
Complaint trending report review for the architect total b-hcg assay determined there was an increase in complaint activity related to falsely elevated patient results. Review of complaint activity also identified elevated complaint activity specific to reagent lot: 81083ui00. The historical performance in the field of reagent lot: 81083ui00 using worldwide field data was performed. The patient median result for the lot was analyzed and found to be comparable to all other lots in the field and confirms no systematic issue for the lot. Testing was also performed using an in-house retained kit of reagent lot: 81083ui00. All specifications were met indicating acceptable product performance. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect total b-hcg assay was identified.

Event description:
The customer reported inconsistent and falsely elevated architect total b-hcg results. Sample ID (B)(6) was tested four times generating one positive (447.66 miu/ml) result and three negative (2.01, 1.06 and 1.90 miu/ml) results. No specific patient information was provided. No adverse impact to patient management was reported.